Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the dilator was broken and leaking fluid. It was reported that there was a crease that was open to air on the vizigo¿ dilator. When they went to go flush the dilator, water was visibly coming out of the crease. The vizigo¿ damage was noted before use, during pre-case prep. The dilator was broken. No air was introduced into the patient. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The vizigo sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 31-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the dilator was broken and leaking fluid. It was reported that there was a crease that was open to air on the vizigo¿ dilator. When they went to go flush the dilator, water was visibly coming out of the crease. The vizigo¿ damage was noted before use, during pre-case prep. The dilator was broken. No air was introduced into the patient. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The vizigo sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the dilator was found damaged, by what seems like a sharp object, due to the linear character of the damage, smooth edges, and without additional damage on the carto vizigo¿ sheath catheter. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record review was performed for the finished device 00001911 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-apr-2023, the device evaluation conclusion has been updated to incorporate the findings from the supplier. Below is an updated device evaluation. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the dilator was found damaged by a sharp object due to the linear character of the damage, smooth edges, and without additional damage, on the dilator. Further investigation was performed by the supplier. It was found that the damage could be related to the dilator cutting station. However, this could not be conclusively determined since the supplier manufacturer concluded that this issue was not manufacturing related. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record review was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on the 3500a follow up report# (B)(4), it was reported: "visual analysis of the returned sample revealed that the dilator was found damaged, by what seems like a sharp object, due to the linear character of the damage, smooth edges, and without additional damage on the carto vizigo¿ sheath catheter." On the updated device evaluation stated on this report, this statement was updated to: "visual analysis of the returned sample revealed that the dilator was found damaged by a sharp object due to the linear character of the damage, smooth edges, and without additional damage, on the dilator. " in addition, the following fields were corrected and updated on this report: g1. Manufacturer site email: dl-css_FDA_correspondence@its.jnj.com. G1. Manufacturer site phone: 1(303)552-6892.